Event description:
A malfunction alarm occurred, specifically displaying code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code appears again. No additional information was received regarding the outcome of the event.